Manufacturer narrative:
Manufacturing review: a manufacturing review could not be conducted as the lot number was not provided. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: as medical records were not provided, a review could not be performed. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: there was no specific alleged deficiency. The investigation is inconclusive. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: potential complications: possible complications include, but are not limited to, the following: ¿ movement or migration of the filter is a known complication of vena cava filters. This may be caused by placement in ivcs with diameters exceeding the appropriate labeled dimensions specified in the IFU. Migration of filters to the heart or lungs have also been reported in association with improper deployment, deployment into clots and/or dislodgement due to large clot burdens. ¿ filter fracture is a known complication of vena cava filters. There have been reports of embolization of vena cava filter fragments resulting in retrieval of the fragment using endovascular and/or surgical techniques. Most cases of filter fracture; however, have been reported without any adverse clinical sequelae. ¿ perforation or other acute or chronic damage of the ivc wall. ¿ acute or recurrent pulmonary embolism. This has been reported despite filter usage. It is not known if thrombi passed through the filter, or originated from superior or collateral vessels. ¿ caval thrombosis/occlusion . ¿ extravasation of contrast material at time of venacavogram. ¿ air embolism. ¿ hematoma or nerve injury at the puncture site or subsequent retrieval site. ¿ hemorrhage. ¿ restriction of blood flow. ¿ occlusion of small vessels. ¿ distal embolization. ¿ infection. ¿ intimal tear. ¿ stenosis at implant site. All of the above complications have been associated with serious adverse events such as medical intervention and/or death.

Event description:
It was reported that a vena cava filter was deployed successfully, the reason for the filter deployment was not provided. No other pertinent patient or medical information was provided leading up to or surrounding the event. No alleged deficiency with the device was reported as a contributing factor or cause of the patient's death.

Manufacturer narrative:
Medical records review: the patient with history of lower extremity deep vein thrombosis with subsequent bilateral pulmonary emboli had a vena cava filter deployed below the level of the renal veins. Approximately six years five months post filter deployment, the patient presented with transverse colon polyps and underwent extended right hemicolectomy. Four days post hospital admission, the patient had complaints of irritability of the lower extremities the patient was evaluated by pulmonary service. CT scan of the thorax demonstrated pulmonary emboli secondary to deep vein thrombosis. The patient was admitted to the intensive care unit and was treated with anticoagulation. Approximately seven days post hospital admission, the patient had a syncopal episode and subsequently arrested. Despite aggressive advanced cardiac life support protocol, the patient remained pulseless and expired. Manufacturing review:a complete manufacturing review could not be conducted for the investigation as the lot number is unknown. Investigation summary:the device was not returned for evaluation and images were not provided for review. However, medical records were provided and reviewed. Approximately six years five months post filter deployment, the patient underwent extended right hemicolectomy. Four days post hospital admission, CT scan of the throax demonstrated pulmonary emboli secondary to deep venous thrombosis. Approximately seven days post hospital admission, the patient had a syncopal episode and subsequently arrested. Therefore, based on the provided medical records, it can be confirmed that the patient experienced pe after filter implantation. However, the investigation is inconclusive as the relationship between the filter and pe has not been established within the provided medical records. The origin of the pe is unknown at this time. Based upon the available information, the definitive root cause is unknown. Labeling review:the current IFU (instructions for use) states: potential complications: possible complications include, but are not limited to, the following: acute or recurrent pulmonary embolism. This has been reported despite filter usage. It is not known if thrombi passed through the filter, or originated from superior or collateral vessels. All of the above complications have been associated with serious adverse events such as medical intervention and/or death. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a vena cava filter was deployed successfully, the reason for the filter deployment was not provided. No other pertinent patient or medical information was provided leading up to or surrounding the event. No alleged deficiency with the device was reported as a contributing factor or cause of the patient's death. New information received: it was reported through the litigation process that a vena cava filter was deployed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. Approximately six years five months post filter deployment, the plaintiff allegedly experienced pulmonary emboli, secondary to deep vein thrombosis. Approximately three days later, the plaintiff had an arrest and subsequently expired.